Manufacturer narrative:
On 22-feb-2021, mentor received additional information about the event. It was discovered during explantation surgery that the left breast prosthesis was removed intact. Bilateral rupture was initially reported for this complaint. This is the report for the patient¿s left breast prosthesis. H6 medical device problem code has been updated from a0412 ¿material rupture¿ to a24 ¿adverse event without identified device or use problem¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis (left device) and a mentor memorygel breast implant 325cc gel breast prosthesis (right device) that both ruptured after implantation. Bilateral rupture was diagnosed by MRI. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.